Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg.